Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe was unable to cut during surgery. The condition of aspiration unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two opened probes were received with no tip protectors and the tubing cut, in a tray along with other items, for the report of unable to cut during surgery. At the time of receipt, it was observed that the needles of both probes were bent. Sample #1 was visually inspected and found to be non-conforming with the probe needle bent at the stiffener sleeve and one other location, orange/brown foreign material on the port face, and white foreign material along the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation. The cut functionality of the returned probe could not be tested due to the actuation failure. Sample #1 was then disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter breaking off in the needle while trying to extract it. The probe needle/stiffener assembly was observed to have pulled out of the needle holder. Sample #2 was visually inspected and found to be non-conforming with the probe needle bent at the stiffener sleeve, orange/brown foreign material on the port face, and white foreign material along the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation. The cut functionality of the returned probe could not be tested due to the actuation failure. Sample #2 was then disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter breaking off in the needle while trying to extract it. The complaint evaluation indicated that both returned probes had actuation failures. The cut functionality of the returned probes was unable to be tested, however, the observed actuation failures would have led to the reported cut failures. The cause for the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. A secondary contributing factor to the actuation failure in sample #1 is the loose needle/stiffener assembly. The exact root cause of the component detachment cannot be determined. An internal investigation has been initiated in order to investigate the component separation. An exact root cause for the bent needles was not determined from this evaluation, therefore, no additional action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).